Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3389-40, lot# n24845a, implanted: (B)(6) 2001, product type: lead. Product ID 7495-51. Serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 3389-40, lot# j0101926v, implanted: 2(B)(6) 001, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had been falling backwards quite frequently. The patient started falling backwards about three to four months prior and had been falling quite frequently in the last few months. At one point they hurt their hip during a fall. Additional information: it was reported the patient ¿walked backwards¿ and then had a fall. The frequency increased when stimulation voltage was increased. The left subthalamic nucleus (stn) impedance was 589 and the right stn impedance was 764 (not abnormal). A magnetic resonance imaging (MRI)/x-ray/ computed tomography (CT) scan was ordered and on (B)(6) 2013 the patient was reprogrammed. It was noted on (B)(6) 2013, the amplitude was decreased on both sides. Signs and symptoms included falls and the patient required hospitalization due to the event. The patient experienced a hip fracture and needed surgery as a result of the fall and the patient outcome was, ¿serious life threatening injury/illness and recovered without sequelae.¿